Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the excimer laser stopped multiple times during ablation and the procedure was aborted at 50% completion. Reporter indicated the laser was rebooted and the patients procedure was able to be completed with no further issues.

Manufacturer narrative:
After rebooting the laser, they were able to complete the patients treatment with no further issues. The root cause could not be determined conclusively. (B)(4).